Manufacturer narrative:
(B)(4).

Event description:
This event was originally reported in MFR report # 3004209178-2010-10923. All future follow up information will be reported in this MFR report. "Subsequent information reported that her neurostimulator had impedance measurements of greater than 4000 ohms on all bipolar pairs. When the test was rerun with the default values increased, impedances were greater than 4000 ohms on all electrodes except c to #3 (increased values up to 2.0 volts at 330 pw). There was no trauma or falls associated with the high impedance issue." Per manufacturer's device registration the device was explanted and replaced. Additional information has been requested and if received a follow up report will be sent.